Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product ahs been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our current knowledge.

Event description:
It was reported that the patient had a laparoscopic ventral hernia repair. According to the physician, postoperatively, the patient progressed as expected without complication. However, four days later, the patient's condition worsened and the patient had to undergo open surgery, where two perforations were noted in the small bowel. According to the physician, the composix mesh was removed and it was noted that the patch had not retained its oval shape. The patch appeared crumpled on both sides and had creases running along the center of the mesh, indicating that the ring had broken.